Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: kim tw, do mu, kim kb, kim jj, suh kt, shin wc. Dual mobility cups reduce dislocation in isolated cup revision. Bmc musculoskelet disord. 2025 mar 29;26(1):308. Doi: 10.1186/s12891-025-08553-8. Pmid: 40155895; pmcid: pmc11954348. Https://doi.org/10.1186/s12891-025-08553-8. G2: foreign: south korea. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that six patients in the conventional cup cohort underwent re-revision due to dislocation following isolated cup revision after total hip arthroplasty. Attempts have been made and no further information has been provided.